Manufacturer narrative:
(B)(4). Patient information as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the endotracheal tube's cuff had a "bore". There was no patient or operator information provided. Attempts are being made to obtain additional information.